Event description:
On (B)(6) 2016, a patient underwent a brain tumor excision procedure. (Age and gender not available). It was reported that the alignment of the suction is not at the same level of tip. The dysfunction was observed during the procedure, patient was already under anesthesia. There was no patient injury. The event lead to an increase in surgery time of 45 minutes. The surgery was finished by the medical staff using a second handpiece that was available in the hospital.

Manufacturer narrative:
Investigation completed on september 08, 2017. Failure analysis: the product was returned and evaluation verified the complaint as valid. The reported failure was confirmed; during the service evaluation, it was identified the handpiece transducer was twisted. The physical damage reported by the service center during the evaluation is consistent with none or incorrect utilization of the 'torque base'. The complaint can be closed as valid based on the service report. Corrective action: since the root cause of the complaint incident was determined due to customer over-torqueing the handpiece, it can be concluded that the manufacturing process did not contribute to the root cause identified in the failure analysis investigation. Further incidents of this nature will be monitored for recurrence and trending purposes. Device history review documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Service history: no service history was provided by the service centre¿ this is the 1st time that the handpiece was returned. The DHR review has been deemed satisfactory. Trend:: no update required the trend review was completed for both the failure and cause during the initial evaluation. A minimum of 12 months¿ review of cusa excel handpieces part number c2602 was completed in complaint system using the following key words ¿suction issue ¿ over-torqued by the user¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 24-aug-2016 to 24-aug-2017. A total of 362 complaints were reviewed of which 78 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded complaint incident is the 78th identified cusa excel handpiece complaint for the reported failure due to handpiece being over-torqued by the user. In addition to trending, the customer complaints review completed in the complaint system identified no other complaints have been received in this period for serial number under investigation. Statistical analysis: no statistical analysis is deemed required based on complaint evaluation; no impact on the current manufacturing process due to handpiece being over-torqued by the user. During the time period ¿sep-16 to aug-17¿, the global product usage for cusa excel handpieces was calculated as 91,427 usages, using the total quantity of cusa excel console tubing sales sold to calculate the quantity of usages. 1 tubing set is used per operation / procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of 78 x complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as 0.085% of procedures. Root cause: the failure analysis investigation has concluded the cause of the handpiece failure was due to handpiece being over-torqued. This identified during the evaluation is consistent with none or incorrect utilization of the 'torque base'.a corrective action is in progress to investigate and correct failures encountered with customer complaints associated with over-torqueing. Communication letter (technical note 033) was also included with the returned handpiece to reinforce the importance of using the proper technique when attaching and detaching tips to the cusa excel handpiece; note 033 is written in conjunction with the cusa excel IFU.